Event description:
A customer contacted beckman coulter inc. (Bec) to report that when an operator arrived for her shift, a leak from the unicel dxc 600 pro synchron clinical system ion selective electrode (ise) module was observed. The leaking fluid was an ise waste; a mixture of ise reagents and biological fluids. The leak was not contained and leaked onto the floor. Per customer, there is an exposure plan in the laboratory that was followed and that the material safety data sheet (msds) was not used. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and eyewear during the cleanup. There was no exposure, injuries as a result of the spill and cleanup. No medical attention was sought the customer did not use the instrument to test patient samples. No erroneous results were generated. No instrument errors, flags or messages were reported by the operator. The operator was alerted to a potential problem when liquid was found in the ise drip tray and on the floor. The customer support generated a service request and referred the issue to a field service engineer (fse).

Manufacturer narrative:
Bec fse provided phone support to the customer and assisted in troubleshooting the issue. The customer determined that line 15 was not connected to the valve manifold, and they stated the line was pulled down underneath the ise. Line 15 was reconnected and no further leaking was observed. The ise was calibrated and quality control tested; all results were within acceptable limits. The cause of the event was line 15 not being connected to the valve manifold which caused the leaking.